Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients ipg was flipping in pocket and caused pain at ipg site. Surgical intervention took place where the ipg was explanted and repalced. Related manufacturer reference number: 3006705815-2023-02496, 3006705815-2023-02497.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.